Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd¿ pen needle broke apart and stays inserted into the machine after you pull the cap off. The following information was provided by the initial reporter: they break apart. The needle stays inserted into the machine after you pull the cap off of the machine.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd¿ pen needle broke apart and stays inserted into the machine after you pull the cap off. The following information was provided by the initial reporter: they break apart. The needle stays inserted into the machine after you pull the cap off of the machine.